Event description:
It was reported that the left ventricular (lv) lead slipped back into main coronary sinus (cs). The lead was capped and replaced. It was also reported that the device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d334trg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; product ID: 694758 implantable tachy lead implanted: (B)(6) 2011; 5076-45 implantable pacing lead implanted: (B)(6) 2011. (B)(4).